Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the md reported that the balloon was deflated. As a result, the iab was removed and replaced with a new set. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the md reported that the balloon was deflated. As a result, the iab was removed and replaced with a new set. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned iab bladder was fully intact with no damage noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.